Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 61-year old female patient underwent breast augmentation revision with a 375cc mentor smooth round moderate plus profile saline breast prosthesis on the right breast and suffered breast implant deflation, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 12, 2023, the mentor failure analysis lab received the device for evaluation. Mentor also received additional information indicating that the patient has undergone breast implant removal surgery on (B)(6) 2023. On may 23, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpps dv 375cc breast implant had an area of shell abrasion on the posterior view. Additionally, a tear was observed within the shell abrasion measuring approximately 0.8 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses on the device. A second product was received (lot 5761592). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.